Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the trilogy 100 device at the manufacturer's service center, the device failed testing for positive flow verification. The technician recalibrated the device. The device passed all testing. Additionally, the handle was damaged and replaced. Due to gap between enclosures, the base enclosure was reseated.